Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings:during testing, the display screen text was found to be faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Unrelated to the complaint, the keypad cover was found to be torn across the ok button. The up arrow and contrast buttons were intermittently unresponsive and required multiple button presses to elicit a response; the down arrow and ok buttons responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is dim and hard to read. There was no trauma or moisture issue. The battery was changed accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.